Event description:
The customer reported that when taking images, the monitor would go black. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.